Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ gel bleed: not observed. Additional observations: ¿ deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a possible right exchange with no complaint against device. Healthcare professional later reported right side removal reason noted "intraoperative findings of a "sticky" implant (gel bleed). Device has been explanted and replaced.

Event description:
Healthcare professional reported a possible right exchange with no complaint against device. Healthcare professional later reported right side removal reason noted "intraoperative findings of a "sticky" implant (gel bleed). Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel-bleed. Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed.